Event description:
Clinical study. It was reported that 1236 days after a coronary drug eluting stenting treatment procedure, the patient expired. The index procedure treated a 3.5x12mm, 80% stenosed lesion in the mid right coronary artery (mid rca) with predilation and placement of an express2 3.5x16mm bare metal stent, reducing stenosis to 0%. The patient was discharged the next day on aspirin and plavix. At 1236 days after the implant procedure, the patient's wife stated the patient expired during a phone contact. The family was not forthcoming with any details and no further information was available. In the opinion of the physician, it was unknown if the death was related to the stent or the index procedure. It was also unknown if it was related to the non-target vessel or the prior co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.